Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue, and replaced the gui keyboard, which resolved the reported issue. The ventilator then passed all performed tests and an oxygen sensor calibration.

Event description:
It was reported that there was a stuck key on the graphic user interface (gui). The service engineer evaluated the ventilator, verified the reported issue, and replaced the gui keyboard, which resolved the reported issue. The ventilator then passed all performed tests and an oxygen sensor calibration.